Event description:
It was reported that the internal lining of the left cylinder of this inflatable penile prosthesis (ipp) ruptured, causing fluid retention, distension, and curvature to the left when inflated. The ipp was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).